Event description:
A falsely elevated troponin I result of 2.21 ng/ml was obtained. The result was not reported to the physician. The sample was retested and a results of 0.32, 0.30, and 0.29 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is operating within specifications.